Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a transurethral resection of bladder tumor the ceramic tip fell off into the patient. It was later removed in an additional surgery and there were no reports of harm to the patient.